Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery lobectomy, during the fissure of the lung, the jaws of the device would not open to unload the reload but it can articulate and rotate the device but not open the jaws. Another product was used to complete the case. There was no patient injury.